Event description:
It was reported to philips that exposure failure due to tube condition issue on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service recalibrated the tube and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).